Event description:
It was reported that: dr. (B)(6) stated the pt. Had initial onset of pain starting (B)(6) 2011."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8 deg 30mm, cat# nlv-300800y, lot# 26850801. Tritanium revision acetabular, cat# 509-02-58f, lot# mkhjae. Trident 0 deg insert 40mm, cat# 623-00-40f, lot# mkemtw. V40 cocr lfit head 40mm/+0, cat# 6260-9-140, lot# mjavje. Gap plate screws, cat# 2080-0050, lot 4hwmme. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.